Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms when the infusion set was changed. The customer's blood glucose (bg) level was over 600 mg/dl and insulin injections were used to address the bg level. The customer reverted to using insulin injections to manage diabetes. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.